Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka, d2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from three (3) devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Please note new information in section e1: initial reporter addr 1 and initial reporter city. Investigation summary: bd received two samples and two photos for investigation. One customer photo showed a device with a cut or hole in the tubing, while the second photo displayed blood leakage from the tubing. Both customer samples were subjected to visual inspection for cut or damaged tubing: however, all samples failed testing as they were received used and exhibited cuts in the tubing. Bd is able to confirm the customer reported failure mode of damaged / cut product/component for lot 5241478 based on customer photo analysis and the returned samples. Based on a review of the device history record for the affected lot, all product specifications and lot release requirements were met. Review of the batch records did not identify any manufacturing related root cause or quality issues that could have contributed to the reported condition. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from three (3) devices. No adverse impact was reported regarding the patient or user.